Event description:
It was reported a china hutch fell on the patient¿s head about six months after his device system was implanted. He experienced swelling of the brain and soon after an infection. The deep brain stimulation (dbs) system had to be removed and the patient had a gamma knife procedure instead. It was noted the patient did not have any permanent impairments after the infection/explant. A follow-up report will be sent if information becomes available.

Manufacturer narrative:
Concomitant: product ID 3387, lot# l55618, implanted: 1998-(B)(6), product type lead. Product ID 7495-51, serial# (B)(4), implanted: 1998-(B)(6), product type extension. (B)(4).